Manufacturer narrative:
(B)(4). Concomitant products: stent: 2.5 x 48 xience xpedition, 3.5 x 15 xience xpedition. The device was returned for analysis. The separation was able to be confirmed. The failure to advance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. As part of the manufacturing quality process, all guide wires are 100% visually inspected. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Event description:
It was reported that during the procedure, pre-dilatation of the left main (lm) coronary artery and the left circumflex (lcx) coronary artery via multiple inflation to 14 atmospheres (atm) using a non-abbott balloon dilatation catheter (bdc). A 2.5 x 48mm xience xpedition stent was successfully deployed in the lcx while a 3.5 x 15mm xience xpedition was successfully placed in the lm. The left anterior descending (lad) coronary artery and 1st diagonal segment were pre-dilated using a non-abbott bdc. In order to perform routine post-dilatation of the 2.5 x 48mm xience xpedition stent in the heavily calcified, 90% restenosed lesion in the non-tortuous proximal lcx, an attempt was then made to cross through the stent struts of a 3.5 x 15mm xience xpedition in the lm with a hi-torque balance middleweight (bmw) universal ii 190cm guide wire, however, the bmw was unable to cross through the stent struts. The bmw guide wire was, thus, retracted without force applied, however, slight resistance was felt (the resistance cause could not be determined) and it was noted that the tip of the bmw guide wire had separated. The patient blood flow pushed / flushed the separated bmw tip back into the guiding catheter, enabling removal of the guiding catheter and bmw tip piece as a single unit; nothing remained in the anatomy. Post-dilatation of the 2.5 x 48mm xience xpedition was ultimately not completed as the final patient outcome was satisfactory with no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.